Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion which was unable to be reproduced during evaluation. Downstream occlusion alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The device was found to function as designed with relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.